Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a port issue with the implantable neurostimulator (ins). One right sided extension was plugged into the 8-11 port and one port plug was plugged into the 0-7. Both were torqued and tightened. Impedances showed open circuits on the 8-11 port. Contacts and the extension was removed, wiped clean, reinserted, torqued, and retested twice and it still showed open circuits. The surgeon then swapped and used the 0-7 port and put the port plug in the 8-11 port. The manufacturer representative (rep) adjusted the numbering in the set up tab on their tablet to match the new numbering. Impedances were retested and were all ok and in range. The cause of the open circuit reading is unknown. The issue has been resolved.